Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient presented with following pre-op diagnosis: degenerative lumbar disk disease with lumbar spinal stenosis, l4-5 and l5-s1. Patient underwent following procedure, anterior surgical approach, anterior spinal fusion l4-5 and l5-s1. Complete diskectomies l4-5 and l5-s1. Decompression of the spinal canal and nerve roots bilaterally, l4-5 and l5-s1. Use of machined structural allograft bone type of cages for anterior spinal fusion, l4-5 and l5-s1. Use of bone morphogenetic protein for anterior spinal fusion l4-5 and l5-s1. Posterior spinal fusion l4, l5 and s1. Segmental instrumentation l4, l5 and s1. Use of intra-op computer assisted surgical navigation and o arm three dimensional imaging for placement of pedicle screws l4, l5 and s1. Use of residual bone morphogenetic protein and allograft bone powder for posterior spinal fusion l4-5 and l5-s1. As per-op notes: ¿.. The facets joints were carefully exposed using the electrocautery at l4-5 and l5-s1. They were drilled with a high speed drill and a small amount of residual bone morphogenic protein as well as allograft bone powder were then placed in the facet joints for posterior spinal fusion..¿ (B)(6) 2013: patient presented for post-op visit. Pain better controlled. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.